Manufacturer narrative:
No device was returned for evaluation as no device malfunction was alleged, no radiographs were available so the complaint could not be confirmed. The patients postoperative physical activity levels or if it they experienced a fall or other accident is unknown. The patient bone quality was not provided. Review of the reported event identified no product malfunction was alleged and the patient reportedly suffered a vertebral fracture a week and a half after interbody placement that suggests poor bone quality, implant selection and placement, disc space preparation and or postoperative excessive physical activity as the possible cause or contributors of the event. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Label review: "contraindications contraindications include, but are not limited to: 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include...loss of fixation, nonunion or delayed union, fracture of the vertebra¿decrease in bone density due to stress shielding, ¿ degenerative changes or instability of segments adjacent to fused vertebral levels, malalignment of anatomical structures (i.e., loss of normal spinal contours or change in height), pain, discomfort or abnormal sensations due to the presence of the device..." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...based on fatigue testing results, when using the modulus alif system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To help ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at" (B)(4).

Event description:
This event was identified during a review of the pmcf lumbar interbody study that noted a patient underwent a anterior lumbar interbody fusion on (B)(6) 2024. On (B)(6) 2024 patient complained of worsening low back and right leg pain in rehab and a horizontal fracture of the l5 vertebra was seen on the subsequent CT and MRI with no new neural compression. All other hardware was noted as being intact. On (B)(6) 2024 a revision took place for a fusion from l2-pelvis. She tolerated the procedure well and noted improvement of pain.